Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter address line 1:(B)(6). A review of the receiving inspection (ri) for compressor, was conducted identifying that lot number km647798 was released in one batch. Batch1: lot qty of (B)(4) units were released on 22 aug 2011 with no discrepancies. Supplier : depuy spine : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that compressor, the spring was broken. The broken fragments remain attached to the device. No other issues where identified. A dimensional inspection was not able to be conducted due to the complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the compressor would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in portugal as follows: it was reported that on (B)(6) 2022, the piece has a crack in the spring and is subject to start in the next surgery. There as no patient consequence. This report involves one (1) viper system compressor. This is report 1 of 1 for (B)(4).